Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2019 it was reported that an endoscopy had been performed for peg-j operation to patient who was in nasal titration and an ulcer was detected. On (B)(6) 2019 the patient experienced ulcer in the stomach and nj tube removed that day. There is no peg-j tube placement on the patient. No further information is available.